Event description:
It was observed that during the device evaluation, the flex video scope exhibited objective lens adhesive joint is peeling and adhesion at the lighting lens joint has peeled off. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.